Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. The reported aneurysm burst (rupture) is known risks associated with endovascular procedures and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication has been assigned to the reported event.

Event description:
During the embolization procedure for the aneurysm with the status of sah (subarachnoid hemorrhage) at a-com artery, it was reported that the subject coil was implanted and then the intraoperative rupture occurred. The rupture was resolved by implanting additional coils and the patient recovered.

Manufacturer narrative:
This is the 3 of the 4 reports. The device remains in patient.

Event description:
During the embolization procedure for the aneurysm with the status of sah (subarachnoid hemorrhage) at a-com artery, it was reported that the subject coil was implanted and then the intraoperative rupture occurred. The rupture was resolved by implanting additional coils and the patient recovered.